Event description:
Boston scientific crm received information from a boston scientific field representative that this lead exhibited increased pacing thresholds with left ventricular (lv) oversensing and pacing inhibition after a patient fall. The representative reported lv pacing was possible in only one system configuration and at a high threshold. The pace impedance measurement was at the high end of the normal range. A boston scientific technical services consultant (ts) and the representative discussed the possibilities of lead dislodgement or fracture. The patient's physician elected to program off the lead and monitor the patient. There were no adverse effects, and the patient has not exhibited any symptoms related to the change in the lead's performance.

Manufacturer narrative:
This report will be updated if additional information is received.